Manufacturer narrative:
No further information was able to be obtained from this customer. However, three phaco handpieces were returned for evaluation. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for these phaco handpieces. The associated system was manufactured on march 26, 2015. Based on qa assessment, the product met specifications at the time of release. The third phaco handpiece was manufactured on march 5, 2015. Based on qa assessment, the product met specifications at the time of release. The third handpiece was received for evaluation. A visual assessment of the returned sample found no visual defects. A full functional test was then performed on the returned handpiece. The handpiece was first tested on a ground resistance tester in which it passed and the handpiece was then connected to a calibrated system for priming and tuning. Upon tuning, a system message displayed. The handpiece was then tested on the dynamic tuning fixture (dtf) for stroke testing on both ultrasound and torsional movements in which the same failure showed up. Upon dismantling, significant moisture ingress inside the electrodes was found. The root cause of the third returned phaco handpiece, was attributed to moisture ingress in the electrode chamber. (B)(4).

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported they had three handpieces that did not have phacoemulsification power. This is the third of three reports for this reported event from this facility. Additional information has bee requested, but none has been received to date.